Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: during investigation, there was no evidence in the alarm history or black box data indicating that there was a call service alarm issue on (B)(6)/2017. The pump was successfully run on a 24 hr basal program with no reboot, power loss or overheating duplicated. The original complaint, was unable to be duplicated. There was no evidence of moisture in the battery compartment or internally. The power flex and components were inspected with no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.